Event description:
During an mtj fusion, the compression wire broke on removal. Surgeon attempted to remove the wire however a fragment of the guide wire was not retrieved, and remains in the pt's bone. The surgeon completed the procedure with no further problem. The hospital discarded the product.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.